Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The autopsy report stated suspected vad clot; intact vad and cannulas with pending outside evaluation by manufacturer. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received an autopsy report stating that the patient presented with diarrhea and dry heaving with vomiting for several days, as well as recent left lower leg pain and numbness. He was noted to be in ventricular fibrillation requiring shock. An emergent echocardiogram showed a severely enlarged left ventricular cavity size, severely decreased left ventricular systolic function, moderately decreased right ventricular systolic function (estimated ejection fraction less than 10%), moderate biatrial enlargement, moderate-to-severe mitral valve regurgitation, moderate tricuspid regurgitation, and moderate pulmonary hypertension. A chest x-ray showed diffuse pulmonary edema and a CT showed bilateral lower lobe consolidations and patchy right middle lobe airpspace opacities, suspicious for pneumonia. An emergent bedside arterial evaluation showed decreased flow in the left leg. Lvad device parameters were not reported and there was no report of any alarm conditions. Due to a decline in mental status, the patient was intubated. Due to anuria, he was started on continuous renal replacement therapy. The patient became more hemodynamically unstable requiring initiation of inotropes and pressors. The patient's condition continued to deteriorate. The patient had anemia, arrhythmia, cardiogenic shock, cardiomyopathy, congestive heart failure, thrombocytopenia, and diffuse thrombosis. The patient was pronounced deceased on (B)(6) 2014.